Manufacturer narrative:
Conclusion: the connection issue met by the user resulted from an excess of glue residues from the manufacturing process at the atrial and ventricular levels, which prevented proper insertion of the screwdriver blade in the setscrew head; corrective actions were implemented in the manufacturing process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an additional inspection step); the added inspection step became effective with sterilization lot 2317; in addition, a technical note was provided to users with a reminder and additional instructions to ensure the wrench is fully inserted at the time of the implantation procedure; the electrical characteristics of the returned device were within specifications; the device is retained in the returned product storage area.

Event description:
During implantation, no click sound was heard when screwing the ventricular lead. Several attempts was needed to disengage the leads from the port. Another pacemaker was implanted without any anomaly.